Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the por was not determined. Patient stated that the nurse worked on the device to restore power. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that patient had a loss of bladder control two weeks ago and went to use their programmer, but had gotten the warning power on reset (por) message. The patient thought it might be time for a replacement. No further complications were reported.